Event description:
Woman was in her wheelchair and riding the lift from the bottom landing. Family member was raising lift from top landing control. She fell out of her wheelchair and was pinned between the hoistway wall and lift in the area of the top landing sill. The person raising the lift continued to raise platform.